Event description:
It was reported that during a lung bleb resection procedure, the device at the second firing trigger got stuck and did not open. The surgeon forced the triggers opened, he managed to open them, but the jaws stayed closed. The surgeon had to make another trocar port to transect around the specimen to retract the device out. There was no further consequence to the pt.